Manufacturer narrative:
Advised customer that according to the package insert, passively acquired anti-d may not be detected using capture-r ready-screen. Although, the antibodies may be detected by an alternative technique.

Event description:
Customer reported a negative antibody screen on the abs2000 using capture-r ready screen test wells . The patient was d negative with a negative antibody screen on the abs2000. The sample was positive for anti-d on the echo.